Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a battery out limit from the insulin pump. The customer's blood glucose reading was greater than 400 mg/dl. The customer stated that the pump alarmed after battery change. The customer stated that the pump did not alarm during the time of call. The customer stated that he tried 3 different energizer batteries last night and 2 different batteries today. The customer stated that the alarm did not occur with first battery installation after customer received pump in shipping mode. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.